Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received multiple re-initialization alarms from his sensor. The customer's blood glucose level was 140 mg/dl. Standard troubleshooting was performed. The customer was advised to monitor the issue. The product is not being returned. Nothing further was reported.